Event description:
Additional information was received on (B)(6) 2012, when the physician reported that they do not have an earlier version of software at their facility that would allow the user to re-program the generator serial number. They do not know if the patient was traveling during (B)(6) 2010. The patient will not be seen for a clinical visit for another (B)(6) months.

Event description:
On (B)(6) 2011, product analysis was completed on the vns patient's generator that had been replaced due to end of service. Upon interrogation of the device in the product analysis lab, the interrogation showed model 102 generator serial number (B)(4). This was confirmed at the pa lab test bench. This serial number differed from the serial number on the generator can ((B)(4)). The device was continuously monitored for 26.0 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. A final electrical test was performed (using the interrogated (B)(4) serial number). The battery was confirmed to be depleted, elective replacement indicator = yes observed, and was determined to be a result of normal expected battery depletion. The can was opened and the module ID# was (B)(4). A review of the programming history database using serial number (B)(4) revealed a final interrogation on (B)(6) 2010, with a total generator operating time of 40465 hours and the patient's initials shown for the entire history. A review of the programming history database for serial number (B)(4) showed that on (B)(6) 2010, an interrogation revealed the same programmed settings as the programming history on (B)(6) 2010, for serial number (B)(4) with a total generator operating time of 41449 hours. The patient initials on (B)(6) 2010, for serial number (B)(4) were changed to the same patient initials as with serial number (B)(4). No other anomalies with the device were identified during product analysis, other than the serial number obtained from the interrogation with m250 software showed (B)(4), which is different than the (B)(4) serial number on the generator can and the module after the can was opened. Review of the manufacturing records for the generator with serial number (B)(4) was performed which revealed no anomalies during manufacturing, the device passed all functional/electrical testing and passed all quality control inspections prior to release. The serial number was noted to be verified as (B)(4) prior to shipping. Review of the increasing total operating time between (B)(6) 2010, when the serial number appears to have changed from (B)(4) to (B)(4), and the fact that there were no setting changes indicative of a generator reset, it does not appear that this generator would have experienced a generator reset which could have resulted in the serial number being changed by the user. The software version that was utilized in the field to program this generator does not allow the user to re-program the generator serial number without first performing a generator reset. There is no evidence that this generator experienced a generator reset based on review of available history. There are older versions of vns therapy software that did allow the user to re-program the generator serial number. According to the programming history available, there is no evidence that this earlier version of software was being used. Converting the initial serial number ((B)(4)) to binary format, and comparing the later serial number ((B)(4)) binary format to the initial serial number, it was noted that only one bit was changed. This suggests the possibility of a bit flip at this location. Although it appears that one of the bits in the ram where the serial number is located appears to have flipped from a 0 to 1, the exact cause for the change is unknown. There were no reports of any patient adverse events and it does not appear that the physician was aware of the change to the serial number which occurred between (B)(6) 2010. The manufacturer's consultant reported that the physician does not have the earlier version of software at their facility, but she would confirm this with him as well as request additional information.

Manufacturer narrative:
Date of event, corrected data: initial report inadvertently listed wrong event date.

Manufacturer narrative:
Device manufacturing records were reviewed and analysis of the programming history. Review of the manufacturing records confirmed that the serial number of the can, (B)(4), was the correct serial number. Device failure is suspected, but did not cause or contribute to a death or serious injury.